Manufacturer narrative:
Investigation is still ongoing.

Event description:
Per the field clinical specialist (fcs), during a transfemoral tavr procedure for a 26mm sapien 3 ultra valve in an aortic surgical valve, a 16f esheath was inserted into the patient. The valve was delivery and deployment went smoothly with no issue. Post deployment, the team decided to fracture the surgical valve with a 24mm non-edwards valvuloplasty balloon. During post dilation, the true balloon ruptured after fracture. As the balloon was removed it would not enter the esheath. Significant resistance was felt and fluoroscopy confirmed the balloon would not completely enter the sheath. The team decided to place a peripheral balloon into the common iliac and the esheath was removed with the balloon as a unit. A linear dissection was observed in the distal external iliac, but it was not flow limiting. Vascular surgery was consulted. The surgeons did a cut down, removed the esheath and ruptured non-edwards balloon and inserted an 18f dry seal sheath. Hemostasis achieved and the groin was surgically closed.

Manufacturer narrative:
Correction to h6 based on additional information received. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done, and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The 3mensio imagery was provided by the facility, and the following was observed: the patient's access vessel had presence of calcification and tortuosity. The following instructions for use (IFU) were reviewed: IFU for esheath, device preparation training manual, and procedural training manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for non-edwards device withdrawal difficulty through esheath was unable to be confirmed. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Additionally, as lot/work order information was not provided, reviews of the DHR and lot history were unable to be performed. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of the IFU and training manuals revealed no deficiencies. Furthermore, no abnormalities were observed during device unpacking or preparation. The complaint event description states, 'during post bav, the true balloon ruptured after fracture. As the balloon was removed it would not enter the esheath. Significant resistance was felt and fluoroscopy confirmed the balloon would not completely enter the sheath. The team decided to place a peripheral balloon into the common iliac and the esheath was removed with the balloon as a unit'. It is likely that the balloon burst altered the balloon profile making it more susceptible to catching on the tip of the sheath, contributing to withdrawal difficulties through the sheath. Furthermore, the provided patient imagery revealed calcification and tortuosity was present in the access vessel. Tortuosity can result in the creation of sub-optimal angles that may lead to non-axial alignment during the withdrawal of the balloon. Without the return the return of the complaint device nor applicable device-related imagery, there is insufficient information to determine a root cause. However, available information suggests that patient (tortuosity) and/or procedural (withdrawal of a burst balloon) factors contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.